Event description:
A report was received that the patient was experiencing pain at the pocket site and ipg not getting a charge. An ipg replacement has been recommended.

Event description:
A report was received that the patient was experiencing pain at the pocket site and ipg not getting a charge. An ipg replacement has been recommended.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Device malfunction was not suspected. Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.